Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the patient had pain and irritation to the area where the mesh implanted. The ingredients of the mesh were requested since the patient was trying to rule out if there was any allergic reaction to the material composition of the mesh itself.